Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began therapy with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced bacterial peritonitis with culture positive for (B)(6). The patient did not require hospitalization. On an unreported date, the patient began remedial therapy with reflin (1 gm/day, injection) and tobramycin (40 mg/day, injection). The cause of the peritonitis was unknown. At the time of this report, the event of bacterial peritonitis with culture positive for (B)(6) was resolving. The nurse considered the event of bacterial peritonitis with culture positive for (B)(6) to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.